Event description:
Information received indicates, the foot end of stretcher will not hold but the head section is working.

Manufacturer narrative:
The technician found the brake caster wheel was bent. He replaced the caster to repair the stretcher.